Manufacturer narrative:
The events of seroma(late) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: an ¿accumulation of fluid,¿ ¿capsular contracture,¿ baker grade unknown, underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl,¿ ¿inflammation,¿ ¿tissue damage,¿ and ¿pain, discomfort.¿

Event description:
Patient representative reported an ¿accumulation of fluid,¿ ¿capsular contracture,¿ baker grade unknown, underwent ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl,¿ ¿inflammation,¿ ¿tissue damage,¿ and ¿pain, discomfort.¿ patient representative also reported ¿suffered personal injuries and related damages,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿disfigurement,¿ ¿post-operative complications including allergic reaction,¿ ¿post-traumatic stress¿ and ¿depression;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.